Event description:
While using a byte day aligners, patient reported that their dentist provided a letter of recommendation stating they should cease aligner treatment. The patient has been diagnosed with generalized moderate chronic periodontitis as well as gingival recession and was referred to a periodontist for evaluation and treatment of these conditions. Movement of periodontally compromised teeth has led to increased gum recession and will continue to negatively impact the prognosis of the patient's dentition.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.